Event description:
Caller reported a minimum fill notification. Blood glucose level was recorded at 174.6 mg/dl, which was within the normal range, so there was no adverse impact to the customer¿s blood glucose level. Initially, reloading the original cartridge did not resolve the issue, but after caller was guided by technical support to fill and load a new cartridge onto the pump, the issue was resolved and insulin delivery to customer resumed.